Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they needed assistance with insulin pump settings and also mentioned that they experienced high blood glucose of 400mg/dl. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.